Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a 350cc mentor memorygel breast implant and experienced postoperative unexplained systemic symptoms, including body pain, joint pain, inflammation of breast, bone pain, breast pain, costochondritis, and inflammation in the body was very high. The patient reported a consultation with a medical professional and had a diagnosis of breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.